Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient heard an alarm and came to the emergency room (ER). Upon device interrogation, the right ventricular (rv) lead superior vena cava (svc) coil triggered an alarm due to a high svc impedance greater than 200 ohms. Noise was also seen on the leadless electrogram. The svc coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.